Manufacturer narrative:
Weight: unknown, ethnicity: unknown, race: unknown. This product is not marketed in the us. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -18.0/3.0/157 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6)2021. On (B)(6) 2021 the lens was exchanged with a longer length lens due to low vault. This resolved the problem. Cause is reported as unknown.